Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure the tip of the guidewire disconnected and fell into the patient. The physician was able to retrieve the tip and the procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreotography (ercp). According to the complainant, during the procedure the tip of the guidewire disconnected and fell into the patient. The physician was able to retrieve the tip and the procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the pebax section completely detached from the distal tip. The detached pebax section had slight peeling. Additionally, there was approximately 13 centimeters of peeling present on the ptfe jacket. The reported event of guidewire tip detached was confirmed through analysis of the returned device. The evaluation revealed that the pebax section was completely detached from the distal tip. However, no specific cause could be identified as being attributable to this event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(6) patient age is unknown; however, reported to be over 18 years old. (B)(4) - the reported event of tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.